Event description:
In 2009, the patient reported the cannula of her infusion sites are bending and her blood glucose is elevated as a result. She stated that the infusion device had been displaying e4 (occlusion) errors and she finds the bent cannula upon removing the infusion site from her body. She stated that she has an infusion set insertion device and she was advised to use it to resolve the bent cannula issue. Upon follow up at about 3 days later, the patient stated that her blood glucose continues to be elevated. She stated that it measured 210 mg/dl this morning and 380 mg/dl yesterday. She stated that she is still experiencing e4 errors and bent infusion site cannulas. A request for additional training was submitted. Attempts to reach the patient for follow up were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.